Event description:
The ge oec 2800 fluoroscopy system had report image problems. System would not make an exposure. Also emergency stop button on wonderbox reportedly did not work.

Manufacturer narrative:
A ge oec service representative investigated the issue and the issue with the "wonderbox" that the customer was going to have a third party electrician repair. No other malfunctions found. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.